Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the video cable, water tightness of the metal tip not maintained, color tone of the image is abnormal (image is magenta or green only), dirt on curved rubber difficult to remove, curved rubber adhesive missing, angle fixing part of the operation part loose, video connector scratched, scratches on the operation part, scratches found on the nigiri cover, light guide connector scratched, scratches on the surface of the light guide cover glass, and video connector case scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an hd endoeye laparo-thoraco videoscope for partial pinhole in the air/water connector. Upon inspection and testing of the customer returned device, the scope exhibited abnormal image color (magenta only, green only image) due to damage to the image pickup part. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the abnormal image was due to a defective image sensor unit, failure of the internal circuit board of the video connector, or a system failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.